Event description:
Reporter indicated that it was discovered that the pt's lead was fractured. Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. Review of x-rays did not reveal any obvious discontinuities in the ncp system. The pt had reportedly experienced a "nasty fall", during which pt "banged the generator." Treating physician did not treat this as an urgent issue and placed the pt's name at the bottom of a long list awaiting surgery. The pt had previously experienced significant efficacy with the vns therapy, but began to experience drop attacks shortly after the high lead impedance test result was obtained. The pt was seen by a different physician who agreed to make attempts to schedule revision in surgery in the near future. It was reported that the pt's condition continues to deteriorate and that pt is beginning to lose their sitting balance and to experience increased fatigue. Increased seizure activity has required a fourth anticonvulsant to be added to the pt's drug regimen. Review of manufacturing reocrds for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to confirm the cause of the high lead impedance condition.